Event description:
It was reported that the down arrow required up to 10 presses before the pump responds. The pump reportedly has not been exposed to moisture and the keypad is still intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was unresponsive to the down arrow button, the pump was intermittently responding to the ok button, and there was evidence/contamination under all key contacts.